Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device by okr also found a dent on the insertion tube. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is likely that the event occurred by physical stress.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the angulation of the subject device was broken. The service department of olympus (B)(4) (okr) checked the subject device and found that the angulation wire was broken and the angulation was locked. There was no report of patient injury associated with this event.